Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the obturator was received intact. The seal housing, circular seal, stopcock, duckbill seal and cannula appeared intact. Functionally, the device passed an air leak test. The duckbill seal failed during manual manipulation using an endo peanut. The seal housing was broken open to remove the circular seal to check for subassembly overall height. The measurements with calipers were within acceptable range. It was reported that there was a rapid loss of pneumoperitoneum and leaks. The reported issues were not confirmed. The most likely cause was supplier related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hernia procedure, when operating the 5mm forceps, the device leaked air or gas from the seal. The pneumoperitoneum leakage worsened and suddenly could not be maintained. To resolve the issue, a new device of the same type was used. There was no patient injury.